Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, during an unknown procedure the device started smoking. As soon as the issue was noted, the surgeon removed the device from the patient and inspected. The device was stuck. There is no harm or adverse impact to the patient.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Lot number kr178678 is actual device lot number on the handle, and kr178602 is the packaging lot number. The device is returned and an evaluation completed for it. Upon inspection and testing, visual inspection of as received condition was performed on the device. An unknown blue substance was found adhering on the distal end. The whole teflon pad was detached completely with no fragment returned. There are charred marks on the jaw teeth and probe. Also, found deep scratch marks close to the tip of probe. However, probe and jaw are in good alignment when closed, and the gold insulation of grasping section is still intact. The device wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Observed that the device connector contact pins are in good condition. The device was then attached to test transducer td-tb400 together with the generators usg-400/esg-400 and a probe check was performed; the device passed the probe check. Also, the device passed the high frequency output during seal mode inspection with saline. Observed no smoke was produced during activation. Both switches were checked and found both switches are functional.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. During the output activation in seal & cut mode, nothing was grasped between the grasping section and the distal end of the probe. (This includes after tissue resection) this caused the tissue pad to wear out and generate smoke. 2. Due to friction between the distal end of the probe, abnormal heat was generated. This caused the tissue pad to be partially peeled off. 3.a force was applied to the peeled tissue pad, causing it to detach. This following information is included in the instructions for use (IFU): "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." ¿to prevent injury to the surgeon, surgical staff, and/or patient due to accidental activation, do not leave the sonicbeat in contact with the patient or a flammable object, such as a drape, while not in use. Also, do not leave the instrument in contact with a tissue, the patient, or a flammable object, such as a drape, after the output has ceased. Otherwise, unintentional burns of the surgeon, surgical staff, and/or patient, or a fire hazard may result.¿ olympus will continue to monitor the performance of this device.